Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to dislodgement, noise and helix issues. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to dislodgement, noise and helix issues. This lead was successfully replaced. No adverse patient effects.